Event description:
It was reported that t2 was deployed with t1 at the same time. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One (B)(4) ultra-fast-fix ab assembly-curved needle device returned. The complaint stated: "it was reported that t2 was deployed with t1 at the same time." The blue split cannula was not returned. T1, t2 were not returned. A partial segment of suture was returned. It was frayed on one end. The white depth limiter was returned trimmed and attached to the needle. The distal tip is slightly twisted right. Twisting or bending of the needle track may encourage release of t when not intended. Twisting or bending of the needle track can interfere with advancement and release of t's. There is no deployment with this device, this is a user controlled function. The actuator was functional. No mechanical issue was observed. No root cause related to the manufacture of the device was confirmed.